Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of ¿medstation es station - failed drawer¿ was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the main half height drawer 5.1 row a was off bus. The fse reseated row board header cable at drawer controller with no resolution. The fse then inspected drawer tray below row and found that liquid present from broken medication and found scuff marks on retractor band. Then the fse replaced the row board and retractor band to resolve the issue. Customer tested operation in application and hta diagnostics with no issues noted. The fse informed the customer that the current placement of the waste bin is strictly prohibited. The bin was relocated to an adjacent counter, and the user was notified. This situation should be escalated through management, as there is a high risk of potential injury. During dchu visual inspection: pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 356450-01: the unit was received with evidence of fluid ingress on the rear side of the row board, with no missing components, loose components, or other anomalies identified. Pn 138517-01: the unit was received in good condition with no signs of physical damage, cuts, tears, fluid ingress or missing components. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn 356450-01: no further testing was necessary due to evidence of fluid ingress observed on the row board. Pn 138517-01: the hardware test application (hta) confirmed that the cbl 14 ft 10 pin modular to usb3 operated as intended; the cable was manipulated on multiple directions during diagnostic tests, as a result all hta sequences were completed successfully with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿medstation es station - failed drawer¿ was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality and prevented the drawer from being detected on the bus. Additionally, the assy tray hh was evidence of fluid ingress, which prevented proper drawer functionality and resulted in the unit not being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and main was not detected on bus. As per part investigation, it was determined that the failed drawer was due to thermal damage in the retractor assembly and fluid ingress in the row board affecting functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5.1 row a was off bus. A field service engineer (fse) reseated row board header cable at drawer controller with no resolution. The fse then inspected drawer tray below row and found that liquid present from broken medication and found scuff marks on retractor band. Then the fse replaced the row board and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and main was not detected on bus.however, there were no delays or adverse events or injuries reported based on this event.